Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 180394: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 13 months after primary surgery, complaining of pain due to a dislocation of the patella. The surgeon plans to revise the femur and tibia. The revision surgery has been scheduled for (B)(6) 2019. More details to follow once the revision surgery is complete. The revision surgery was not performed. There is no rescheduled revision at this time.